Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not detecting the loss of battery energy. There is no known intervention information available from the field as of the moment. The device remains in service. No adverse patient effects were reported.